Manufacturer narrative:
Other text: d10, h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted the device was in good condition, no physical damage was found on the pump. The tamper seals were undamaged. Functional testing was unable to confirm the complaint. The pump passed all tests and was found to be operating properly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No action taken.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump stopped during use making a sound. No patient injury.